Event description:
Customer service ((B)(4)) forwarded e-mail: (B)(6) ¿ or nurse contacted us on be-half of (B)(6)- or supervisor office. Tonsilectomy surgery took place last week at (B)(6). Patient injury: burned lip(s). Item used: 802981, ysrgl nn-stk mf, 8 1/4", 1mm bipolar forcep. Doctor¿s concern: was the item processing at a high frequency, pulling enough energy that burned the patience¿s lip - or was it his (doctor¿s) fault.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will eb filed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that this product is non-insulated; therefore, it should not have been used in a closed cavity such as tonsillectomy surgery. If these non-insulated forceps are used in a deep cavity it can cause burns if it comes in contact with skin. This complaint is associated with improper use of the instrument. Insulated forceps should be utilized for procedure such as tonsillectomy surgery. This complaint is associated with user error/product unfamiliarity and is not attributed to manufacturing defects and/or product malfunction. The returned instrument appears to be anomaly free.